Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 105 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. (B)(6). The customer is calling in regards to getting high results on the meter. He takes his blood test fasting in the mornings. He takes metformin, lantus, jenuvia and glipizide. He has not had any changes in his diet and exercise. He went to the dr 2 weeks ago and his a1c was 7.